Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred some time between (B)(6) 2014 while pt was asleep. Pt woke up on (B)(6) 2014 in the hospital. Being unconscious, pt does no recall any details or symptoms of the event. Pt stated that she was told by paramedics that her prodigy meter was inaccurate, but no test results were given. Paramedics transported pt to ER. Pt does not remember what treatment she received at ER, only that she had an IV in her arm. Pt was not sure, but thought her glucose level upon discharge was 189mg/dl. Her total stay in hospital was less than 24hrs. Pdc sent replacement and prepaid envelope requesting return of suspect device.

Manufacturer narrative:
Ok biotech check the returned meter and found: the current test is 1.5ua. The standard is <15ua. Pass. Meter's setting, audio and all buttons were ok. Tested the returned meter and strip with in house control solution. All results were within the acceptance range.